Event description:
Pt developed itchy eyes, burning to eyes and lips. Sneezing with respiratory distress. Sent to ER for tx of anaphylaxis. These sx developed following a treatment completed on pt. Pt with hx multiple allergies.